Manufacturer narrative:
(B)(4). Method: the two returned complaint chambers were visually inspected. Both complaint chambers had lot number 060329. Results: the visual inspection revealed a vertical crack extending from the cleft of the baffle towards the base of the chamber for both complaint devices. A lot check revealed one other complaint of this nature for this lot number. Conclusion: the mr290 autofeed humidification chamber features a float system which allows the chamber to automatically refill and maintain an appropriate water level. It is possible the chambers cracked due to the oscillatory stresses induced by the ventilator on the chamber dome, or by high pressures used during the recruitment maneuvers before therapy. All mr290 chambers are pressure tested at the end of the production process, just prior to packing, to ensure that they are undamaged and that they are able to operate as intended. Any chamber which does not pass the pressure test is rejected. Our user instructions that accompany the mr290 chamber specify to the user the following warnings: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).

Event description:
A hospital in (B)(6) reported that two mr290hfvs cracked during use, causing water leakage. The hospital has further reported that there were no patient consequences.